Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was dislodged. After the dilator was inserted into the vizigo¿ sheath, the diaphragm of the hub of the sheath was pushed in and there was bleeding coming back from the sheath when it was inserted into the patient. There was no physical damage on valve/hub. The white valve in the hub was dislodged and sitting sideways. The valve did not appear broken. They were not aware of any air entering the patient. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The reporter is not aware of the amount of blood loss but remarkable bleeding verbalized. The sheath was exchanged, and the issue was resolved, the case continued. No adverse patient consequence was reported. This was assessed as a MDR reportable hemostatic valve product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 06-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was dislodged. After the dilator was inserted into the vizigo¿ sheath, the diaphragm of the hub of the sheath was pushed in and there was bleeding coming back from the sheath when it was inserted into the patient. There was no physical damage on valve/hub. The white valve in the hub was dislodged and sitting sideways. The valve did not appear broken. They were not aware of any air entering the patient. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The reporter is not aware of the amount of blood loss but remarkable bleeding verbalized. The sheath was exchanged, and the issue was resolved, the case continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record evaluation was performed for the finished device [00001933] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).